Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). Title: the unfortunate case of multiple complications from tavi citation: heart lung and circulation (2015) volume: 24, s308-s309 (doi http://dx.doi.org/10.1016/j.hlc.2015.06.460) authors: d. Chee and n. Nerlekar. No unique device identifier serial numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that an (B)(6) female patient underwent a procedure to implant a 29mm transcatheter bioprosthetic valve (serial number not provided). During the implant, the valve dislodged from the targeted location and was repositioned with a snare. A second transcatheter bioprosthetic valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.